Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported that the aortic neck was short in length, 11 mm and was conical in shape, the aortic neck was 23 mm in diameter at the renal arteries and 33 mm in diameter above the aneurysm. There was severe calcification in the right iliac limb and mild calcification in the left iliac artery. It was reported that the administration of heparin was forgotten until the case was over half finished. This resulted in a severe blood clotting throughout the stent grafts. The physician used the reliant balloon, an angioget system and a 10x40 stent was implanted. The clotting was removed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (occlusion). (User related; not administering heparin until at mid-case).